Event description:
It is reported that the device fractured during poly insertion.

Manufacturer narrative:
Evaluation: as returned, the tip of the device has sheared off and was not returned for review. The device has a potential field age of approx 3 years. This failure mode can be explained by a previously addressed supplier issue in which the supplier utilized an incorrect material when manufacturing the device.